Event description:
It was reported that the system would not complete boot up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu coin battery was evaluated and replaced and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.